Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report. Additional device: 1806-1005 target device, femur t2 femur lot unk.

Event description:
The customer reported that during the surgery it was established that the product was defect: the stike plate 1806-0150 could not be screwed in the product, because of a defect screw thread (same for the universal rod). This was established during a femur osteotomy procedure with a child, when the surgeon wanted to enter the t2 femur nail, which can be facilitated with the help of a stike plate. The surgery went well. According to the customer the marrow has been reamed up to 10 mm, so that the 8 mm nail in the femur could be entered manually.